Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify no delivery alarm due to motor error alarm. Insulin pump had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose level was 80 mg/dl. The customer was able to rewind the insulin pump. The motor error alarm recurred in manual prime. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.